Event description:
It was reported that during normal follow-up, externalized conductors were observed via diagnostic imaging. All electrical measurement were in normal range. The lead remains implanted. Patient will be monitored with routine follow-up.